Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary:the controller was returned for evaluation. Three batteries were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed contamination within both power ports of the controller, likely due to handling of the device. Supplemental testing was performed, and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to communication errors involving two batteries. Analysis of the data log files revealed a premature power switching event involving the controller and a battery, as well as a momentary disconnection between the controller and a battery within the analyzed period. Momentary disconnections will result in an audible tone or ¿beep¿. Analysis of the alarm log file revealed several critical battery alarms due to communication errors involving two batteries. Analysis of the alarm log file did not reveal any power disconnect alarms. However, review of the data log file revealed multiple instances involving three batteries where the relative state of charge (rsoc) values were logged between 101-201, which is indicative of communication errors. The observed communication errors are likely related to the reported power disconnect alarms. As a result, the reported events were confirmed. A power source lubrication procedure was performed on two batteries, and associated power sources in accordance with the requirements on 04-oct-2019. The third battery and associated power sources were lubricated prior to release. The most likely root cause of the reported critical battery alarms can be attributed to a communication error between the controller and batteries. The most likely root cause of the reported premature power switching event after lubrication can be attributed communication errors and a momentary disconnection due to temporary corrosion of the controller-port/power-source pins. However, the most likely root cause of the reported "beeps" can be attributed to contamination of the controller power ports and/or temporary corrosion of the controller-port/power-source pins. Possible root causes of the communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-aug-2019 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 21-aug-2018, labeled for single use: no (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-aug-2019 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 21-aug-2018, labeled for single use: no, (B)(4) brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-oct-2020 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 04-oct-2019, labeled for single use: no, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller and the batteries exhibited power switching. There was intermittent beeping with power disconnect alarms which was indicative of a communication error. This happened only with the power sources connected to the power port two of the controller. One of the batteries exhibited an erroneous critical battery alarm. The controller was exchanged and the batteries remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.